Event description:
Sorin group (B)(4) received a report that the s5 cardioplegia sensor module was displaying an error during set-up. When the menu was checked, some of the settings were not showing and the cardioplegia volume was not counting. The clinician power cycled the unit and the error was cleared until it reappeared an hour later.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 cardioplegia sensor module was displaying an error during set-up. When the menu was checked, some of the settings were not showing and the cardioplegia volume was not counting. The clinician power cycled the unit and the error was cleared until it reappeared an hour later. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.